Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Death. Please note: attached list of add'l devices implanted and involved in this event: pxc121200/lot#05693669.

Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the pt's left hypogastric artery was intentionally covered. On the next day, the pt had abdominal pain, renal failure, gastrointestinal bleeding, and a hematocrit of 26 %. An endoscopy revealed black mucosa and ischemic colitis. On one day prior to original date, an exploratory laparotomy revealed that the pt had a left colonic infarct. A colonectomy and resection of the rectum was performed. On the following month, the pt died from multi organ failure. An autopsy was not performed.